Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: the DHR for cl14496 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was completed faradrive hazard analysis and confirmed that the event of damaged/defective and difficult to cross septum was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the reported device is acceptable. Label review: the instructions for use were reviewed and it did not reveal any evidence of device off-label use or failure to follow instructions. There is no evidence that any updates to the document are required at this time. The device was not returned for analysis; therefore, the reported event was unable to be confirmed. Product record review revealed no additional information related to the complaint. The conclusion code "cause not established" was selected as the investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that a faradrive steerable sheath clear was selected for ablation. During the procedure it was mentioned that the device had the poor crossability through the skin and was getting stuck. Additionally, bulging was noted at the step portion of the dilator. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device has not been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for ablation. During the procedure it was mentioned that the device had the poor crossability through the skin and was getting stuck. Additionally, bulging was noted at the step portion of the dilator. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be returned for analysis.